Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of cad and atherosclerosis.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve [2023-04323-01] underwent a a valve-in-valve procedure after an implant duration of 5 years, 9 months due to calcification and stenosis. Concomitantly, the patient's 29mm 7300tfx mitral valve [2023-04323-02] was disabled via valve-in-valve procedure after an implant duration of 5 years, 9 months due to unknown reasons. The patient presented with heart failure and shortness of breath. The procedure was performed with a 23mm 9750tfx and 29mm 9600tfx transcatheter valves, respectively. The patient was noted to be in stable condition post procedure.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 9 months due to unknown reason. The procedure was performed with a 23mm 9750tfx transcatheter valves. The patient also had a transcatheter mitral valve replacement within the same surgery. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.